Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device received with minor scratches to display. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were non-responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was scratched and it was hard to read. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.